Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown , implanted: (B)(6) 2021, product type: screening device; product ID: 309201, lot# unknown , implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown ; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. The trial began (B)(6) 2021. It was reported that the patient stated their leads became dislodged last night. There were no patient symptoms nor further complications reported at this time.